Manufacturer narrative:
Updated adverse event to product problem and no outcomes attributed to adverse event. Device remains in service.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and emitted tones. Device replacement was recommended, but remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and emitted tones. Device replacement was recommended, but remains in service. No adverse patient effects were reported.